Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed a rash from using the 63b electrodes and the electrode cover patches. The patient stated that she had blisters and welts. The patient would change and reposition the electrodes and cover patches but would still develop the rash. The patient reported this to her doctor who advised that she remove the stimulator. The patient has stopped using the device. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the patient no longer has any product to return. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred sometime in (B)(6) 2019. Concomitant medical product: spinalpak assembly: catalog #1067716 serial #(B)(4). Therapy date: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00035.

Event description:
It was reported that the patient developed a rash from using the 63b electrodes and the electrode cover patches. The patient stated that she had blisters and welts. The patient would change and reposition the electrodes and cover patches but would still develop the rash. The patient reported this to her doctor who advised that she remove the stimulator. The patient has stopped using the device. No additional patient consequences were reported.